Manufacturer narrative:
The manufacturing location was selected as unknown due to system limitations. The manufacturing location for the marquee product is bd-santo domingo. As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiration date: 08/2025).

Event description:
It was reported that during a breast biopsy procedure, the device allegedly failed to fire. It was further reported that the device allegedly difficult to remove. There was no reported patient injury.